Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield braid was returned stuck inside the phenom 27 catheter, inner pouch, bio-hazard bag, and shipping box. The pushwire was not returned. ¿ damage location details: the distal and proximal ends of the braid were fully opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 17.0cm to 24.3cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was cut to remove the braid. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex shield braid was returned stuck inside the phenom catheter. The damages seen on the catheter (accordioning) and braid (fraying), suggest that high force was exerted. This damage likely occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. Possible causes for the resistance may include vessel tortuosity and lack of continuous flushing with heparinized saline during the delivery. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline could not be resheathed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Dual antiplatelet therapy (dapt) was not administered.  Ancillary devices include a navien catheter, avigo guidewire, phenom 27 microcatheter, axs infinity long sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the physician was trying to re position the landing zone of the flow diverter. Then phenom moved so he needed to pull back the system. In the process putting back pipeline into its sleeve, it was stuck in the microcatheter¿s hub. There was no problem after changed to new phenom microcatheter.